Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown fitmore hip on an unknown date. The patient was revised on (B)(6) 2016 due to breakage after a fall.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. Investigation results were made available. Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: it was reported that the patient underwent revision surgery after an unknown time in vivo due to proximal femur fracture caused by a fall. The fitmore stem and the head were removed. The liner was kept in as there was no wear. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis root cause analysis: root cause determination using dfmea: migration of stem short and long term, splitting of femur, improper initial setting of the implant due to rasp design doesn't correspond to the stem design (functionality) => not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected. Damage of bone due to high load due to insertion or revision / explantation => possible: correct handling of the device is not under control of zimmer biomet. Aseptic loosening: migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply with surgical technique => not possible: it is stated that the surgeon followed the surgical technique. Conclusion summary: excessive force applied during the insertion might have played a role in the bone fracture. Neither x-rays, operative notes, office visit notes, nor the explanted implants were received that could point to any possible causes. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).